Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting mouth [mouth injury]. Brushheads breaking up [device breakage]. Brushheads breaking up and cutting mouth [injury associated with device]. Case description: a female consumer of unspecified age reported that she purchased some oral-b power oral care refills precision clean and they were breaking up and cutting her mouth when used with an oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned 5 toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Cutting mouth [mouth injury]; brushheads breaking up [device breakage]; brushheads breaking up and cutting mouth [injury associated with device]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that she purchased some oral-b power oral care refills precision clean and they were breaking up and cutting her mouth when used with an oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided.